Event description:
The consumer states that when she moves the right arm to the right, the chair shuts down. When she moves it back and turns the chair back on, the chair is fine. The joystick is being replaced under the recall so I have advised that she wait to see if that resolves the problem. I have also given her the contact information for the wheelchair and scoooter repair in case it doesn't.